Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. This supplemental is being filed to provide additional information regarding explant.

Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing of noisy signals. The shock impedance was high but still within range. Technical services discussed a full system evaluation and recommended that optimally it the patient's system should be programmed to secondary sensing vector. The patient's entire system was subsequently explanted. No additional adverse events were reported.

Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing of noisy signals. The shock impedance was high but still within range. Technical services discussed a full system evaluation and recommended that optimally it the patient's system should be programmed to secondary sensing vector. No adverse events were reported. The patient's entire system was subsequently explanted. No additional adverse events were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. This supplemental is being filed to provide additional information regarding explant. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing of noisy signals. The shock impedance was high but still within range. Technical services discussed a full system evaluation and recommended that optimally it the patient's system should be programmed to secondary sensing vector. No adverse events were reported.